Event description:
The bact pf bottle is used to monitor microbial growth. The customer reported two cases of false negative results with the bact pf bottle. In the first case, the sample from a pt with chronic kidney failure was observed as negative by the bact pf but was subcultured positive for pseudomonas aeruginosa. The treatment of this pt was delayed 4 days and the pt was admitted to the ICU. In the second case, the sample from 2nd pt was observed as negative at 5 days, but the subculture grew acinetobacter baumanii. The effects on treatment of the 2nd pt are unk. In both cases the sensor color of the bottle did change to indicate a positive result. It is not known as to the timing of the sensor change or whethaer the tech observed the sensor color change before reporting results.